Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the first clip deployed fine on the cystic artery. The second clip crisscrossed at the tip; scissored with the proximal portion of the clip still open and not compressing/sealing the tissue. The clip was removed from the tissue. When the third clip was attempted, the device jammed and the clip never fed into the jaws. On the fourth clip, the surgeon applied additional pressure and the clip seemed to deploy correctly, but the surgeon was not satisfied and removed the clip. There was no damage to the tissue from any of these firings. Case completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Additional information: the er320 device was returned for analysis and upon inspection the jaws were found to be in a yielded condition. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed, retained and formed the remaining clips as intended. Possible causes for the found condition of the yielded jaws may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It could not be determined what may have caused the reported incident.